Event description:
Known diabetic pt came to the ER. The suspect device in the ER was used to check their blood glucose and the result was 140 mg/dl. A lab came back at 10 mg/dl. No controls used. The device was replaced and requested to be returned for evaluation.